Manufacturer narrative:
Eval: a smiths medical territory mgr went to the facility and inspected the set and the machine. On the heat exchanger the aluminum tube had separated from the blue outer sheath. Likely caused by use of excessive force when inserting the set into the h1025 unit. This coupled with the machine "o" rings that seal the heat exchanger in place were both very dry and worn making it almost impossible to locate the heat exchange satisfactorily. Instructions for use supplied with the fluid warmer has "warnings" section on pages 6 and 37 of the operator's manual for the level 1 fluid warmer which identifies; "do not bend heat exchanger bending may damage inner metal tube serious pt injury could result". In addition, the fluid warmer unit has a symbol located in the area where the heat exchanger is mounted identifying: "do not bend heat exchanger". Per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to not install easily. Info about the o-rings is covered on pages 14, 50, 57, and 59 of the operator's manual. There are two labels on the fluid warmer where the o-rings are located stating: lube o-rings. See svc manual. Use silicone grease. This report has been logged for trending.